Manufacturer narrative:
(B)(4). The conclusion was inadvertently not reported in follow-up #001.

Event description:
It was reported to baxter (B)(6) that the reservoir of an intermate sv 200 device had ruptured during patient use. The patient reported close to the end of the therapy, the reservoir bursts. The intermate was filled with 500ml of sodium chloride (nacl) and 700mg of tobramicin. Once the reservoir ruptured, blood entered into the intermate tubing. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation per the customer; however the sample has not yet been received by baxter. Should the sample and/or additional information be received, a follow-up report will be submitted.